Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was used. The tamper seal was not broken. Review of the event history log (ehl) showed multiple downstream occlusions. A visual inspection was performed and the reported issue was not duplicated, however a degraded dso sensor was found. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion. It was unknown if there were any adverse patient effects.